Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone cloud - omnipod 5 software app version cloud - smartphone operating system cloud - smartphone hardware cloud - cgm sensor type.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 400 mg/dl while wearing the pod. Symptoms reported include hyperglycemia, dehydration, vomiting, nausea and cramps in their hands, arms and chest. The patient reports after boluses their blood glucose level had not decreased. Upon removal of the pod the cannula was found to be dislodged from the pod infusion site (abdomen). The patients friend had administered 5 units of manual insulin. The patient reports the pod was leaking during wear. The patient was taken by ambulance to the hospital. The patient was treated with intravenous fluids and zofran. Upon arrival at the hospital the patients applied a new pod and administered insulin with the new pod. The patient as monitored. The patient was at the hospital from 7:00 pm to 3:00 am.